Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that patient seen on (B)(6) and the atrial lead had 6v at v programmed output, impedance at 435 ohms. Seen on (B)(6), the impedance, threshold and output was unchanged. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).